Event description:
"Many cases have been reported recently where patients who were treated with adcon-l suffered from infections. According to a surgeon in a university hospital, 5 patients out of 40 were treated with adcon-l in a month and all 5 patients suffered from infections." No additional information was provided.